Manufacturer narrative:
H3: other; device not returned to manufacturer. The investigation of this complaint was very limited because no sample or photo was provided. The customer was claiming damage to the product by transport. Transport of products to customer is out of control of manufacturing site therefore this issue shall be claimed by customer to delivery company. The reported problem was not related to manufacturing process nor specific lot number therefore no review was performed.

Event description:
It was reported that the device had been "squeezed" during transportation and was not sent to the hospital for clinical use and was unusable. There was no patient involvement and no patient harm/adverse event reported.